Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm happened five times. Customer's blood glucose value was 9.2 mmol/l. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer was not able to rewind insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. No rewind anomaly noted. (B)(4).